Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system on an unknown date. According to the complainant, the patient had vaginal pain on (B)(6) 2015. The patient is on waiting list for removal of the sling on an unknown date. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.